Event description:
It was reported that this pacemaker was explanted for unknown reasons. The complete system was replaced with a non-boston scientific leadless system approximately one month after initial implantation. The event was reported several months later by the patient and treating physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.